Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While reporting a revision of the patient's right knee on (B)(6) 2022, rep reported that the patient had a prior revision some time after (B)(6) 2014 due to femoral periprosthetic fracture. A triathlon ps knee was revised to a distal femoral replacement and hinged knee.